Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was not confirmed. The unit was tested with multiple different scopes and no b30 scope communication error was noted. However, a bad socket was discovered as the locking mechanism was not properly protecting the pins. Water invasion was present inside the air pump tubing. A non-olympus lamp was installed in the device, and providing a reading of 448+ hours, with a light output measuring within range. The main power switch was up to date and the fan was functioning properly. It is recommended that an olympus-approved lamp be utilized with this device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her evis exera iii xenon light source was presenting a b30 scope communication error every time the staff put a scope in during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed using a new scope with no patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/duplicated. Olympus will continue to monitor field performance for this device.